Event description:
The patient was implanted with herniamesh t-sling. Later the patient experienced urinary tract infections, incontinence, dysuria, recurrent prolapse, overactive bladder, pain and fecal urgency/incontinence. The patient was prescribed macrobid. An interstim placement was performed.